Event description:
It was reported that the device potentially reached early elective replacement indicator (eri.) Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned to the manufacturer and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 5076 implantable pacing lead (B)(6) 2008; 4194 implantable pacing lead (B)(6) 2008. (B)(4).